Manufacturer narrative:
(B)(6). Evaluation summary evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon fired reinforced reloads using a powered handle and an adapter. There were no issues or indications that the stomach was thick. The speed of the powered handle never slowed down. Then, the surgeon placed another reload onto the handle, closed the jaws, and pressed the green and blue buttons. The powered handle began to advance the knife blade forward. The assembly was moving at normal speed and stopped about 1cm into the firing sequence. The surgeon waited about 20 seconds and pushed the blue button again. Nothing happened- the knife blade assembly did not move forward. The surgeon attempted to press the blue button again but still, nothing happened. The surgeon retracted the knife blade, cut the reinforcement material at the distal end of the jaws, and removed the reload from the patient. A new reload was used to complete the staple line. The current patient status is good and there are no known adverse events reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the reload noted that it was partially fired. The anvil clamping mechanism was deformed. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was roughly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. These investigation findings were attributed to misuse of the product. Replication of the reported condition may occur if the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.